Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG) was unclear. The programmer is expected to be returned to the manufacturer for servicing. There was no patient involvement.

Event description:
It was reported that the electrocardiogram (ECG) was unclear. The programmer was later returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced and calibrated due to a loose electrocardiogram (ECG) connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.